Event description:
The pt experienced significant memory and speech problems beginning two weeks prior though he "didn't have all the symptoms that would go along with pump failure". The healthcare provider wanted the pump checked to make sure it wasn't contributing to the symptoms. The pump was recently refilled (date unk). There were no known falls or trauma. The pt was an in-patient at a spinal cord injury clinic and had just been discharged (B) (6) 2009. The outcome is unk. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).